Event description:
It was reported that the surgeon reported a pseudo-tumor around a trident shell. Noticed upon patient presentation and MRI imaging.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
No new information.

Manufacturer narrative:
Corrected data: manufacturing and expiration dates an event regarding altr involving a metal head was reported. The event was confirmed via medical review. Method & results: -product evaluation and results: material analysis, visual, functional, and dimensional inspections could not be performed as the device was not returned. -clinician review: a review of the provided medical records by a clinical consultant indicated: "I have reviewed the documentation provided including the product inquiry cover sheet, an ap of a right tha, an ap pelvis and on operative plan. Event description: it was reported that the surgeon reported a pseudo-tumor around a trident shell. Noticed upon patient presentation and MRI imaging the operative plan describes an MRI report of a pseudotumor juxtaposed to an acetabular component. These findings are confirmed significant loss of mineralization of the medial wall behind the cup. The root cause for the pseudotumor cannot be determined from the limited documentation provided. Should further documentation become available I would be happy to further this investigation." -product history review: review of the product history records indicate the reported device was manufactured with no reported relevant discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the surgeon reported a pseudo-tumor around a trident shell. Noticed upon patient presentation and MRI imaging. A review of the provided medical records by a clinical consultant indicated: "I have reviewed the documentation provided including the product inquiry cover sheet, an ap of a right tha, an ap pelvis and on operative plan. Event description: it was reported that the surgeon reported a pseudo-tumor around a trident shell. Noticed upon patient presentation and MRI imaging the operative plan describes an MRI report of a pseudotumor juxtaposed to an acetabular component. These findings are confirmed significant loss of mineralization of the medial wall behind the cup. The root cause for the pseudotumor cannot be determined from the limited documentation provided. Should further documentation become available I would be happy to further this investigation." If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.